Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous glucose results for one patient tested on accu-chek inform ii meter with serial number (B)(4) and accu-chek inform ii meter with serial number (B)(4). All testing was performed from the same vial of test strips. The patient was tested on meter serial number (B)(4)at 12:10 p.m. And the result was 359 mg/dl. The patient was tested again on meter serial number (B)(4) at 12:12 p.m. And the result was 213 mg/dl. No treatment was provided to the patient based on these results. A sample from the patient was collected as 12:33 p.m. And tested using the laboratory method, resulting as 164 mg/dl. The patient was tested on meter serial number (B)(4) at 4:22 p.m. And the result was 310 mg/dl. The patient was tested again on meter serial number (B)(4) at 4:27 p.m. And the result was 229 mg/dl. No treatment was provided to the patient based on these results. A sample from the patient was collected as 4:47 p.m. And tested using the laboratory method, resulting as 188 mg/dl. The nurse ran both levels of controls on each meter and both levels of controls passed. The last test done on the patient that day was on meter serial number (B)(4), resulting with a value of 218 mg/dl at 9:13 p.m.. The customer believed the results on both meters to be high and they trusted the results obtained with the laboratory method. The patient was not adversely affected. No treatment was provided to the patient. The customer ran correlation studies on both meters and compared results to a result obtained with the laboratory method. All comparisons were performed within ten minutes of each other. The correlation study results are as follows: meter serial number (B)(4): 154 mg/dl, 154 mg/dl, 165 mg/dl, 157 mg/dl, 160 mg/dl, meter serial number (B)(4): 160 mg/dl, 161 mg/dl, 159 mg/dl, 158 mg/dl, 158 mg/dl, laboratory method result: 160 mg/dl. The customer's product was requested for investigation and replacement product has been shipped to the customer. The test strips will not be returned since these were used up.

Manufacturer narrative:
The requested product could not be returned for investigation, therefore no investigation could be performed. No information was provided that would point to a cause for the discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.